Event description:
Spontaneous call from patient who reports remunity pumps serial number (B)(4) and serial number (B)(4) alarmed on (B)(6) 2022 with the occlusion alarm on both pumps. Patient was to continuing infusing by changing the tubing and mixing a cassette using her emergency supplies. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life­ sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by: patient/caregiver .